Event description:
It was reported that this brady lead was not implanted successfully due to being cut on accident by the physician. A new rv lead of the same model was placed. No adverse patient effects were reported.